Event description:
It was reported the subject device had a blurred image. It is unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: e1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, the image was not displayed, the light guide bundle of the insertion section was broken, and the light transmission was not given/too low. A root cause could not be identified. The investigation reported that the broken video cable led to the image not being displayed and the broken light guide bundle of the insertion section led to the light transmission not given/too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a blurred image. It is unspecified when the issue was found. There were no reports of patient harm.